Manufacturer narrative:
It has been clarified that there were two tsh reagent packs on the analyzer prior to the event. Tsh is run on both measuring cells of the analyzer and the controls for one reagent pack used on one analyzer cell failed. The measuring cell was masked for use until the failed pack could be removed. The masking was mistakenly removed and the issue occurred using the failed pack. Controls performed prior to sample measurement were not acceptable. Investigations determine that the reported issue most likely relates to one particular tsh reagent pack. It may have been subjected to temperatures below 2 degrees celsius or it may have been incorrectly positioned (inverted) prior to usage. A general reagent issue can most likely be excluded. The reported issue relates only to one reagent pack that may have been subject to an incorrect temperature and/or handling issue.

Event description:
The customer stated on (B)(6) 2016 that they had an issue with calibration and controls failing for the elecsys tsh assay (tsh) on the e602 analyzer a few days prior. The failure occurred on one measuring cell, while calibration and controls were acceptable on the other measuring cell. The customer stopped patient testing on the affected measuring cell due to this issue. On (B)(6) 2016, patient testing was mistakenly resumed on the affected measuring cell. 15 patient samples had questionable tsh results that needed to be corrected. Of these 15 samples, 13 had erroneous tsh results that were reported outside of the laboratory. The initial results for all 13 samples were reported outside of the laboratory. These samples were repeated on a different analyzer and repeat results were believed to be correct. Corrected reports were issued. The first sample initially resulted as 1.11 uiu/ml and repeated as 2.45 uiu/ml. The second sample initially resulted as 14.08 uiu/ml and repeated as 6.89 uiu/ml. The third sample initially resulted as 4.00 uiu/ml and repeated as 1.99 uiu/ml. The fourth sample initially resulted as 4.09 uiu/ml and repeated as 1.90 uiu/ml. The fifth sample initially resulted as 5.16 uiu/ml and repeated as 0.53 uiu/ml. The sixth sample initially resulted as 3.61 uiu/ml and repeated as 1.90 uiu/ml. The seventh sample initially resulted as 10.82 uiu/ml and repeated as 1.14 uiu/ml. The eighth sample initially resulted as 4.79 uiu/ml and repeated as 2.31 uiu/ml. The ninth sample initially resulted as 2.43 uiu/ml and repeated as 1.14 uiu/ml. The tenth sample initially resulted as 4.00 uiu/ml and repeated as 1.73 uiu/ml. The eleventh sample initially resulted as 7.02 uiu/ml and repeated as 2.07 uiu/ml. The twelfth sample initially resulted as 2.54 uiu/ml and repeated as 1.18 uiu/ml. The thirteenth sample initially resulted as 3.94 uiu/ml and repeated as 0.78 uiu/ml. The patients were not adversely affected. The e602 analyzer serial number was (B)(4). The field service representative determined that the issue was caused by the reagent pack that was in use at the time of the event. The customer replaced the affected reagent pack had no further problems since removing the affected pack. Control results were acceptable with the new pack. Performance testing passed on the affected measuring cell.